Event description:
Received a positive biological from 8xl eto sterilizer which was run 12/02/2006. All mechanical indicators for time, temperature, humidity were reading appropriate. There were no error or caution messages.